Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, difficulty was experienced inserting this right atrial (ra) lead into the header of this implantable cardioverter defibrillator (ICD). The implant was successfully completed. No adverse patient effects were reported.